Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. It was reported the screen of the pump showed the pump error message. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.